Manufacturer narrative:
(B)(4). Additional information received indicated there was not a malfunction in essential performance. There is no reasonably foreseeable potential for this issue to cause an adverse event. The field service representative (fsr) installed a loaner safety monitor and tested operation satisfactory. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation. During the laboratory evaluation, the reported issue was observed. The functionality of the safety monitor was not affected. The product surveillance technician (pst) observed the air bubble detector (abd) cable connector contact ring was partially dislodged from the rear faceplate of the printed circuit board (pcb) assembly. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the connector at rear of safety monitor where air detector cable plugs in, was damaged and loose. There was no patient involvement.